Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays low exhaled tidal volumes. The customer performed troubleshooting, but the issue was not resolved. The customer reported the turbine pressure transducer fails calibration testing and reported the transducer has a leak. The reported event occurred during pre-use check; the customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and was able to be duplicated. The turbine differential pressure transducer (pt800) is unable to be calibrated at the 60 cmh20 point due to a continuous drop of applied pressure. This issue will be internally investigated within carefusion.